Event description:
A pump malfunction was reported by the customer, identified by the malfunction code 16. There was no adverse impact to the customer's blood glucose level. The tandem technical support team arranged for a replacement pump to be sent, as the current pump was included in a field correction. The customer was advised to switch to multiple daily injections for insulin delivery and to transfer their pump settings and connect their continuous glucose monitor to the new pump. Instructions for returning the faulty pump were provided, and the customer acknowledged and understood the necessary steps.